Manufacturer narrative:
H3: product ID: 97755; serial# (B)(6), product type: recharger was returned for product analysis. Analysis found recharger antenna failure. Specifically, intermittent no device found message was observed. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their implanted neurostimulator. Patient stated they would get the message 'no device found' on more than one occasion. Patient said they started to try to charge last night and the recharger got really hot to the point where they had to take it off. Patient confirmed they did not receive any physical burns or injuries from the recharger. Patient stated the part that gets hot is the end of the paddle that goes into the wire. Patient had a hard time charging when they were in the ICU and that's when they noticed the paddle was getting warm. Patient mentioned they tried resetting the controller but that did not seem to make much of a difference. Patient then said they woke up this morning and the implant was totally red and the controller battery was at 40% and the implanted neurostimulator battery was depleted. Patient had been trying to charge for the last 3 hours. Patient stated the implant battery would then jump up to 60% randomly and then 40% after just seeing no device found. On the call patient attempted to start a charging session, but reported seeing 'recharging needs attention, unlock and check status. Recharging quality is poor. When the screen was just at 97% when they did the location in passive mode and now the implant is at 40%. Patient stated they had to press the paddle into their butt to connect. Patient mentioned it would take longer on looking for a device from time to time and sometimes they would hear the recharger click. Agent walked patient through removing the battery pack and resetting the controller. Patient confirmed no damages. Patient pressed 'recharge' and entered passive recharge mode. Patient reported the numbers jumped rapidly from 5-7-7 to 4-100-100 when they just moved their hip up. The issue was not resolved. A replacement recharger (rtm) was sent out. Agent advised patient to call back if the issue persisted with the new recharger. When asked for event date, patient stated it was last month and when they went to their pain doctor they mentioned it to them and they were told to call medtronic if it got worse. No symptoms were reported.